Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 3 of 3: reference mf. Report#: 3006705815-2019-04578. Reference mf. Report#: 3006705815-2019-04579.

Manufacturer narrative:
Concomitant medical products and therapy dates: model 3186, scs lead, therapy date: unknown, model 3186, scs lead, therapy date: unknown. The event date is unknown. The explant date is estimated to have taken place in 2018. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference mf. Report#: 3006705815-2019-04578; reference mf. Report#: 3006705815-2019-04579. It was reported the patient experienced a loss of efficacy with their scs system. As a result, the patient decided to have their scs system explanted.